Event description:
Rayner intraocular lenses limited received notification from the (B)(6) of an event that occurred during use of a c-flex 570c intraocular lens. The event description provided by the healthcare facility indicates that the lens haptic broke.

Manufacturer narrative:
The reference (B)(4) has been allocated to this complaint by rayner intraocular lenses limited. Despite various attempts by vigilance personnel to obtain additional info on the reported haptic breakage, no info has been forthcoming from the healthcare facility. Without the ability to examine the product and without clear event details being provided a failure mode and root cause cannot be ascertained. Our existing complaint data, from the date of manufacture of the c-flex 570c iol (09/2010) was reviewed in order to determine if any trends existed. This review concluded that no other complaints, of any type, have been received against the c-flex 570c batch 090e15363. Our review of production records for the c-flex 570c batch 090e15363 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch, were within tolerance, met specification limits and were without defects.